Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos deleted and new events pelvic pain, dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding) and metorhagia (bleeding b/w periods) added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general),') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. In 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), depression ("psychological or psychiatric problems condition:depression"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vulvovaginal pain ("vagina pain") and weight fluctuation ("weight gain / loss specify which one"). The patient was treated with surgery (essure removed, bilateral micro-tubal implantation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, metrorrhagia and vulvovaginal pain had resolved and the genital haemorrhage, vaginal haemorrhage, depression, migraine, nausea, dyspareunia, vaginal discharge, fatigue, gastrooesophageal reflux disease, weight fluctuation and menorrhagia outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 & 2008 discrepancy noted in date of removal (B)(6) 2018 & (B)(6) 2012 current weight 136 lbs received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, vagina pain, discrepancy noted in essure confirmation test no & imaging procedure : essure confirmation test (unspecified) - result not provided. The patient would need a c-section with pregnancy because of the implantation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporter was added and new events: abnormal bleeding (general), abnormal bleeding (vaginal), depression, migraines, nausea, dyspareunia, vaginal discharge, fatigue, acid reflux, vaginal pain, weight fluctuation were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.